Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that his client, an adult female age (B)(6), used fixodent denture adhesive, form/version unk and super poligrip denture adhesive beginning 1976 through 2009 and reported the following: profound and permanent neurological injuries, profound and permanent injuries that have left her unable to perform her normal, customary and daily activities, and excess zinc and copper depletion beginning both 2009. Treatment: constant (unspecified) care and assistance. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer since 1976. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k) # k945200.